Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia with blood glucose level of 22 mmol/l and 26.6 mmol/l. The customer was treated with needle. The customer had been using insulin pump system within 48 hrs of reported high blood glucose event. They did not allege that insulin pump was under delivering. Customer reported that insulin exited at the quick release. The device will not be returned for analysis.